Event description:
It was reported that a surgeon called the manufacturer's representative today who implanted a implantable neurostimulator (ins) last week stating that the stitch came undone and the incision was open so he could see the battery. There was no evidence of infection per the doctor. Additional information received noted that the patient reported no change in symptom relief and was happy with her interstim and did not want it removed. The battery could be seen through the open incision. Due to the risk of infection the patient agreed with the physician that the device should be removed. The patient was scheduled (B)(6) 2014 for removal of the battery and lead. A new lead was placed on the same side (right) and the new battery was placed on the opposite side (right) of the original battery site (left). Intraoperative the patient had positive motor responses from the stimulation. The physician noted there were no visible signs of infection. Both the sub-q and skin layers were closed with sutures and derma-bond at the incision site of the new battery. Two attempts on (B)(6) 2014 were made to contact the patient with no success. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kcd9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).